Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window and with cracked case at the display window corners.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and she received a button error alarm. Customer's blood glucose was 82 mg/dl. The insulin pump had been in the customer's pocket. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.